Manufacturer narrative:
Block d2b (pro code (product code): mnd. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose vein ligator procedure performed on (B)(6) 2025. During the procedure, initial attempts to release the band were unsuccessful, followed by an unexpected release. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H2: correction: correction to blocks d2a common device name and d2b pro code. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose vein ligator procedure performed on (B)(6) 2025. During the procedure, initial attempts to release the band were unsuccessful, followed by an unexpected release. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.